Event description:
A customer had a problem with the mazid catheter. The customer states that the red plastic hub cracked and a piece of the hub went into the lumen of the catheter. They replaced the catheter and proceeded with the dialysis. A second event was reported later that night with the same lot of product. When they took the cap off to start the dialysis, there was a piece of the red hub in the gauze. No leaks were detected. They went ahead with the dialysis. That catheter is still in pt. Customer indicates that they have not changed their technique,nor have they changed their cleaning agent. One sample is being returned for evaluation (second devices has not yet been removed from the pt). No reported injury or ill-effects to the pt(s). Incident date :2005.